Event description:
(B)(4), (B)(6) 2018 - thermacare advanced menstrual pain therapy (3 count) heatwraps, up to 8 hours pain relief, temporary relief of menstrual cramp pain, back aches, (B)(6) 2018. I sustained burns and irritating rash like symptoms as a result of using the product mentioned above. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. Frequency: as needed. How was it taken or used? Topical. Reason for use: pelvic pain.